Event description:
Product used for injection. Pt complained that the needle felt like it had a "burr" on the tip, and it was painful. This is a pt who received a monthly injection and quickly noticed the difference.